Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed infection at abutment site, subsequently the patient was treated with topical antibiotics (date and duration not reported).